Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stem. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding corrosion involving an unknown stem was reported. The event was not confirmed. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
It was reported that there was a revision of the convention to an mdm hip due to painful hip and possible corrosion between the head and trunnion.

Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "pi are caused by the same underlying mechanism of cup malposition with impingement and full dislocation causing secondary tissue damage plus overload in the bearing section with some potential but as yet unproven secondary adverse metal related effects. As such failure mode is procedure related in origin with no device-related or patient-related aspects present. Metal-immune related trouble has no substantial proof in this case based upon current information unless proof of contrary by additional evidence" device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review concluded that failure in this case is "procedure related in origin" with a root cause of cup malposition. There was no evidence of a device related issue. The corrosion could not be confirmed, energy dispersive spectral analysis would be required to further evaluate the composition of this black debris. Additional information, progress notes, additional x-rays and return of the device are however needed to fully investigate the event.

Event description:
It was reported that there was a revision of the convention to an mdm hip due to painful hip and possible corrosion between the head and trunnion.

Event description:
It was reported that there was a revision of the convention to an mdm hip due to painful hip and possible corrosion between the head and trunnion.